Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6)2017. Reportedly, the patient did not wash and dry their hands prior to taking their fingerstick measurement for calibration. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data. Labeling indicates: before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips.